Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic consumer. The consumer communicated that it has happened several times in the past (quantity unknown) and the result was confirmed negative by molecular (pcr testing) and other rapid antigen assays. The consumer did not provide further details and clarification.